Event description:
A home patient contacted baxter technical service regarding a check heater line alarm that occurred during fill 1 while using the homechoice system. The technical services representative had the caller slide the red clamp and push and twist the spike into the heater bag. The patient saw a crimp in the port and accidentally pulled the spike out of the bag. The technical service representative told the patient to close all clamps, end therapy, discard the supplies and start over with new supplies. There was no patient injury or medical intervention reported at the time of the incident.